Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that an air emboli was detected on a patient during his 16 days vv ECMO treatment. The patient was on a pump of another supplier from (B)(6) 2021 to (B)(6) 2021. Since there was an increased plasma free hemoglobin and clot, the hospital staff decided to switch to the cardiohelp on (B)(6) 2021. The patient passed away while still on cardiohelp on (B)(6) 2021 at 12:44. The customer did not confirm any bubble alarm. The cardiohelp was sent to the getinge depot repair center in the us. A getinge service technician (fst) investigated the unit on (B)(6) 2022 and (B)(6) 2022. The cardiohelp was checked and the reported incident could not be linked to a device defect/failure. The cardiohelp was sent in by the customer without a power cable, therefore a new power cable was attached to the cardiohelp. The hls set was not available for investigation. The device was put back in use according to factory's specifications. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2014 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-05-01. The logfile analysis was performed by getinge life-cycle-engineering (lce) showing that the intervention for a pump stop was set off by the user. Three arterial bubbles were detected on (B)(6) 2021 [time: 08:24:15], (B)(6) 2021 [time: 08:14:03] and (B)(6) 2021 [time: 08:24:17] and all bubbles were reset by the customer. A medical review was performed by getinge medical affairs on (B)(6) 2022. The correspondence from the clinic reported that there were ¿no bubble alarms or bubble resets¿ during the timeframe to be analyzed. The log file, however, does not appear to support this assertion. The cardiohelp system was set by the end user to not have arterial air embolism protection and a pump stop intervention. Despite the setting chosen by the user, a low priority audible and visual alarm is always posted with this user setting. The alarm condition with this setting should not be suppressed or disabled by the user. Based on the available information, the reviewer concludes the outcome may have resulted from clinical practice and/or use error. In the context of this complaint, a clear attribution of a malfunction or defect cannot be equitably assigned to the product. In terms of establishing a definitive root cause, the actual source of the air cannot be determined without a full re-creation of all the circuit components, ancillary medical devices, and the central lines that were in situ. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that data needs to downloaded off the unit, because an air emboli during treatment of the patient occurred. On (B)(6) 2021 information received that patient died. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. The cardiohelp was sent to repair depot and a getinge technician will investigate the unit. Following patient data was requested.